Event description:
On (B)(6) 2012, a 2 hour orthopedic shoulder surgery was performed at (B)(6) hospital. A rem equipped wem electrosurgical generator (no model was specified) and a non-monitoring dispersive electrode (model ro01) were used. The patient position was described as "stretched out (frontal)" and he was not repositioned. The body type of the patient was described as slim. The skin type of the patient was described as slim. The skin type of the patient was described as "normal". The skin was cleaned, disinfected with alcohol 70%, dried, not shaven and no ointment has been used. The electrode was placed on the backside of the left calf. No information about the power setting were available but it was not raised. At the end of the procedure one burn underneath the dispersive electrode was discovered, at the left corner next to the connecting tab (when viewed from the gel side). The wound has been described as burn of approximately "almost 10cm". Reviewing a photo showing the involved product we assume that the burn must be a longish third degree burn at the edge of the dispersive electrode. The wound has been treated curatively with dermazine creme. No information was available on the precise orientation of the electrode on the patient, the activation cycle and if the electrode was fully adhering to the patient.

Manufacturer narrative:
The retained samples of the same lot have been inspected visually and tested electrically, thermally and mechanically. All samples were found to perform within limits. No faults could be detected. The information provided in the questionnaire indicate the IFU has not been followed: the electrode had not been placed according to the IFU. It states explicitly: "choose a muscular or well vascularized convex skin site as close to the operating field as possible, but not closer than 15 cm, on adults preferably an upper arm or thigh. (...)". The left calf is not such a site relative to the shoulder. The applications site had not been shaved. The IFU states explicitly "shave the chosen skin area and clean it carefully (...) Be aware that failure to shave might lead to skin burns (...)". In any case the IFU states also a warning "if an electrosurgical unit offers an electrode contact quality monitoring system like rem, nessy, arm, etc., always use a split electrode. A contact quality monitoring system cannot work with a standard un-split electrode (...)". An electrode monitoring system cannot work with a standard un-split electrode . The wem generator offers such a monitoring system (rem). The hospital has used a non-split electrode. The use of a split electrode (instead the non-split electrode actually used) with activated electrode contact quality monitoring system would have prevented any burn. We therefore conclude that a user error caused the event.